Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues connecting their meter to the pump. It was reported that the customer received alarm when trying to send their blood glucose levels. Troubleshoot was reported to be conducted, and the meter was reconnected to the pump. It was reported that the customer was advised to monitor the device and to contact bayer for further assistance. No further information provided.